Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However; poor image due to charged coupled device and deformation or breakage due to physical stress were observed. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoeye flex deflectable videoscope image becomes sandstorm. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon may be a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.